Event description:
It was reported to boston scientific corporation on (B)(6), 2007 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure (patient age, gender and weight unknown). According to the complainant, the doctor inserted the cre balloon through the scope to dilate the esophagus of the patient. While pushing the cre though the scope the catheter bent and would not continue to pass through the scope. The cre balloon was pulled back out of the scope and another cre was used to complete the procedure successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual examination of the device revealed two kinks along the working length. The root cause of the complaint could not be determined definitively; however the most probable root cause is that the catheter was kinked during insertion into or advancing through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted. (B)(4).